Event description:
Bayer case number: (B)(4). Medical device removal [medical device removal]. Case narrative: this spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ("medical device removal") in a 46-year-old female patient who had essure inserted. The patient had a medical history of obesity and tobacco user. The patient had a family history of cancer (grand father (m) grand father (p), grand mother (p)), hypertension (grand mother (m)), stroke (grandmother (p)) and thyroid disorder (grandmother (p)). On (B)(6)2022, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. On an unknown date, the patient had essure inserted. The patient was treated with surgery (bilateral salpingectomy & hysterectomy). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 30.54 kg/sqm. [Pathology test] on (B)(6)2022: specimen(s) submitted as: a. Right fallopian tube with essure device, b. Left fallopian tube with essure device preoperative diagnosis: desires essure device removal final diagnosis: fallopian tube, right, tubal ligation: segment of tube identified in complete cross section. Fallopian tube, left, tubal ligation: segment of tube identified in complete cross section gross description: right fallopian tube with essure device" are two fragments of fallopian tube, the larger includes a fimbriated end and measures 5.7 x 0.7 x 0.7 cm. The serosal surface is purple, tan-brown and dull. The fimbriated end is dusky in appearance also accompanying the tube is a coil device with soft tissue attached. This portion of the specimen measures 3.9 x 0.5 x 0.5 cm. Left fallopian tube with essure device" is fallopian tube that measures 7.1 x 0.6 x 0.5 cm and includes fimbriated end. A para tubal cyst that measures 0. 7 cm in greatest dimension and is filled with clear fluid is identified attached to the tube. Also accompanying the tube is a coil device with minimal salt tissue adherent the coil measures 10.4 cm in length. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analysis of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Case comments: based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
Bayer case number: (B)(4). Medical device removal [medical device removal]. Case narrative: this spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ("medical device removal") in a 46-year-old female patient who had essure inserted. The patient had a medical history of obesity and tobacco user. The patient had a family history of cancer (grand father (m), grand father (p), grand mother (p), hypertension (grand mother (m), stroke (grandmother (p) and thyroid disorder (grandmother (p). On (B)(6) 2022: she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. On an unknown date, the patient had essure inserted. The patient was treated with surgery (bilateral salpingectomy & hysterectomy). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 30.54 kg/sqm. [Pathology test] on (B)(6) 2022: specimen(s) submitted as: a. Right fallopian tube with essure device, b. Left fallopian tube with essure device preoperative diagnosis: desires essure device removal. Final diagnosis: fallopian tube, right, tubal ligation: segment of tube identified in complete cross section. Fallopian tube, left, tubal ligation: segment of tube identified in complete cross section gross description: right fallopian tube with essure device" are two fragments of fallopian tube, the larger includes a fimbriated end and measures 5.7 x 0.7 x 0.7 cm. The serosal surface is purple, tan-brown and dull. The fimbriated end is dusky in appearance also accompanying the tube is a coil device with soft tissue attached. This portion of the specimen measures 3.9 x 0.5 x 0.5 cm. Left fallopian tube with essure device" is fallopian tube that measures 7.1 x 0.6 x 0.5 cm and includes fimbriated end. A para tubal cyst that measures 0. 7 cm in greatest dimension and is filled with clear fluid is identified attached to the tube. Also accompanying the tube is a coil device with minimal salt tissue adherent the coil measures 10.4 cm in length. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 27-jan-2025: quality safety evaluation of product technical complaint. Case comments: based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.